Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin therapy.